Event description:
While performing scheduled maintenance on the device, it was reported by an authorized bench technician that the ac module for the unit had a broken socket and was subsequently causing intermittent power problems. There was no patient involvement. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on (B)(6) 2021. Upon evaluation of the device, it was discovered by an authorized bench technician that the ac module for the unit was damaged and causing intermittent power problems. As a result of the noted issue, it was advised that the ac module be replaced to return the device to working condition. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ac module. After being advised on the service required to fix the device, the customer declined the repair and asked that the unit be returned in its current condition. Per customer request, the unit was returned to the customer site unrepaired. There is no indication of a systemic problem. No further investigation or action is warranted.